Event description:
In 2006, nellcor puritan bennett received a report where it was claimed that a tracheostomy tube developed a leak, while in use on a patient. The caller reported that this occurred a few days after insertion of the tube. The caller reported that the tube was replaced.